Manufacturer narrative:
The hill-rom technician replaced the contaminated parts of the mattress to repair.

Event description:
Information received indicates the mattress was worn and the ticking had holes in it. When the technician opened the mattress, he found contamination on the inside.